Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as event onset, the patient was hospitalized for the event. On the same day, the patient was treated with intraperitoneal (ip) injection reflin (1 gram, once a day, duration not reported) and ip injection fortum (1 gram, once a day, duration not reported) for the event of peritonitis. Dianeal therapy was ongoing. At the time of this report the patient outcome was unknown. No additional information is available.